Event description:
It was reported that the right ventricular (rv) lead's pacing impedance and capture thresholds were significantly high. The rv lead was capped (B)(6) 2022 and replaced. The patient was stable.

Manufacturer narrative:
Correction: g2 "foreign" box should have been blank, b1 and b2 should have been selected.